Event description:
Complainant alleged that during biomed testing, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The device was returned to the customer.